Event description:
On (B)(6) 2026, a patient was prepped for an computed tomography guided lung biopsy procedure through normal tissue using the coaxial needle. Prior to the procedure, the packaging was found in opened condition. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo sample was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.